Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture low impedance. The lead sustained rib clavicular crush damage and is likely fractured. The lead was explanted and replaced during a pulse generator changeout. The patient was in good condition post procedure.